Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 2.4, lab: 1.4. Therapeutic range; not provided. No further patient information was provided.

Manufacturer narrative:
Investigation pending.